Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, and evaluation of the retention sample. Based on the results of our investigation, the root cause of the complaint could not be identified. Since actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Retention samples were confirmed free from defects such as tooth flash, missing tooth, damaged collar ear, sheath collar fitting, and over or under insertion of collar to hub. Related functional testing such as sheath radial strength, sheath activation and deactivation were all passed. Similarly, molding condition of the components critical to the safety activation and connection of the product is checked to assure that no defects will be encountered that will lead to sheath activation problem. In addition, retention sample simulation showed safety sheath was activated on hard surfaced with a firm and quick motion and an audible click was heard indicating successful safety activation and the cannula is securely locked into the sheath. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. We have in-process inspection for visual, sensory, and functional test to assure quality performance of assembled sg2 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the flip safety on the needle was hard to push in order to get it snapped into place. There was no patient impact. The patient injections were delivered prior to safety activation. No health care staff experienced a needle stick injury. Additional information received on february 21, 2019: it was reported that the healthcare staff were having to push down on the needle too hard to activate the safety. It was confirmed that they activated it against a hard surface. There were no needle sticks resulting from the difficulty. It was confirmed that the product was disposed post patient use, and no patient procedures were impacted by the issue.